Event description:
This information provided to sjm indicated an sjm mechanical heart valve was implanted 23 years ago in (B)(6) male patient with a history of endocarditis. It has now been explanted due to pannus found in the hinge of the leaflet, which was impeding the opening of the valve.